Event description:
Pt had flexiseal device inserted on (B)(6) 2009 due to excessive amount of loose stool. No evidence of external hemorrhoids or previous rectal surgery noted. On (B)(6) 2009, noted to have bloody stool drainage around tube. Colonoscopy performed with hematochezia and ulcer in anus and rectum. Epinephrine injection therapy applied to control bleeding. Transfused multiple units of blood, cacl and nabicarb. Pt eventually stabilized.